Event description:
The following information is from an abstract published in the american journal of cardiology; reverse remodeling of the heart after transcatheter closure of atrial septal defect in patient above middle age:53 patients underwent transcatheter atrial septal defect closure with the amplatzer septal occluder between 2003 and 2005. Atrial arrhythmia was present in four patients. Follow-up echocardiography after device closure revealed atrial arrhythmias in four patients. Two patients had paroxysmal atrial fibrillation, no symptomatic atrial fibrillation was documented during the follow-up period. Patients with persistent atrial fibrillation and atrial flutter (one patient each) are waiting for catheter ablation.aga medical contacted the author of this article and no additional information will be provided regarding these events.